Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock¿and with low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the impella 5.5 had high purge pressure and purge system blocked alarms. There were no kinks observed, the purge cassette was changed which did not resolve the issue, and there was no thrombus observed with imagining. The abiomed support team suggested the medical team to perform a tissue plasminogen activator procedure. After the lysis procedure was complete, the purge alarms resolved. There was no harm to the patient.

Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the high purge pressure was most likely due to biomaterial as it was able to be resolved with tissue plasminogen activator. Instructions for use state the following: impella 5.5 with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿